Manufacturer narrative:
The device was explanted for normal battery depletion. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, laboratory analysis could not reproduce the field allegations of high shock impedances on this device.

Event description:
Boston scientific received information that for the past 2 years shock impedance levels for the right ventricular lead have been trending upwards. Recently, a red alert was issued in latitude, due to a high shocking impedance measurement detected by this device of greater than 125 ohms. The device was replaced for normal battery depletion at a later date, with no further allegations of high shock impedances. The physician is aware of the measurements and elected not to replace the lead at the change out. All other lead measurements were within normal limits. No adverse patient effects were reported.